Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with an unspecified quantity of capd disconnect y-sets; described as ¿the manual drain bags were not fitting properly¿. This occurred during use of the devices for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.